Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of vomiting, headache, rash, fatigue are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: vomiting, headache, rash, fatigue and visibility/palpability.

Event description:
Patient reported "concern of the implant", "hard and big", "reaction to the outer material", "migraine headaches", "throwing up", "rashes" and "autoimmune issues". This record is for the left side. The device was explanted.